Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained rv oversensing alert was observed on merlin.net remote transmission. Patient was called in clinic for evaluation. Myopotential or diaphragmatic oversensing was suspected. Oversensing was not reproducible in clinic with extensive isometric exercises, pocket manipulation, valsalva, deep breathing or coughing. Device was reprogrammed. Patient was stable and will continue to be monitored.